Event description:
Pat reported pain, redness, photophobia, blurred vision od after wearing contact lens too long. Dose or amount: -7.50 od. Frequency: monthly replacement. Diagnosis or reason for use: myopia correction. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.